Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor readings were not accurate. The insulin pump went into threshold suspend. Customer's sensor glucose reading was 57 mg/dl but her blood glucose level was 381 mg/dl. The customer's sensor and blood glucose difference was not within an acceptable range. The customer noticed the sensor had a bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.